Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was sticking and not recognized as closed. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie drawer 2 was not sensing closed. A field service engineer replaced the old inseparable (small magnet) with a new style latch inseparable magnet. A field service engineer accessed the drawer via the inventory application and confirmed the drawer was closed properly. The system functioned as intended after the field service engineer repaired the device.